Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports and the device was removed successfully. Hemostasis was achieved with the starclose se clip. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.